Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges lung issues, water in lungs that they believe came from the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrections: box b: from product problem to both/other. Box h: from product problem to serious injury type of reported complain. Grid: health I from (B)(6).

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges lung issues, water in lungs that they believe came from the device. No medical intervention was required by the patient. During the investigation, manufactured observed an unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, and blower box. Manufactured observed black hairlike contaminant on the top enclosure, flip door, ui panel, rear panel, and bottom enclosure. Manufactured is unable to directly address any symptoms. The unit passed final test. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.